Manufacturer narrative:
Follow up #1 (B)(4) 2014. Device evaluation: the device was returned to animas and evaluated on (B)(4) 2014 with the following findings: the battery compartment was cracked on the side extending from the case seal up to threads. The battery cap was undamaged and able to fit to maintain an electrical connection.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.